Event description:
The initial attorney report alleged additional surgery. The following is based on the medical records provided by the patient¿s attorney: (B)(6) 2001-patient underwent repair of ventral hernia with flat mesh. On (B)(6) 2005-patient underwent repair of recurrent incisional hernia with composix kugel mesh. During this procedure the flat mesh was mentioned ¿dissection was done through the fascia and the previously placed marlex into the abdominal cavity.¿ however, there is no indication that the flat mesh was excised.

Manufacturer narrative:
Initially, one event was reported by the patients¿ attorney. However, review of the medical records showed there to be an additional implant. There is no indication in the medical records that a device failure occurred. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2005, was reported to FDA in accordance with (B)(4).